Event description:
System was implanted for the purpose of facilitating cancer therapy treatment. The device was defective and had to be surgically removed. Replaced by a second port-a-cath vascular access system via a surgical procedure on the same day in order to continue the required cancer therapy.